Event description:
Reporter indicated that pt received high lead impedance on system diagnostics. X-rays were reviewed by the manufacturer indicating that the positive connector pin was not fully inserted. There was extra lead wire bundled and tangled together; however, no gross fracture or discontinuity were visualized. Pt had revision surgery. Good faith attempts were made with this physician to obtain further info surrounding this event; however, these attempts went unanswered.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.